Manufacturer narrative:
Investigation result: a 2000e product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24075142. The feedback provided by the customer states that, "when the user primes the product before attaching it to the tubing for MRI imaging, they experience blockage during manual contrast injection." Further information from the customer has stated that the reported defect was identified during the infusion of MRI contrast (gadolinium) and MRI contrast (primovist) when they manually pushed the bd syringe while the connector was connected with jms extension tube by luer lock connection. Moreover customer has confirmed that the medication was stored at room temperature and no visible defects were noticed in the device. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075142 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: the customer complained that when the user primes the product before attaching it to the tubing for MRI imaging, they experience blockage during manual contrast injection. Additional information was received from the customer: please confirm the reported issue was identified during priming or infusion? = [during infusion.] If during infusion, how long had the infusion been running before to the occlusion? = [the occlusion onset occurred when we manually pushed the syringe.] Please can you confirm what medication was being administered? = [MRI contrast (gadolinium) and MRI contrast (primovist).] Please can you confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? = [the medication was stored at room temperature, not in the refrigerator.] Please can you confirm the make and model of the connecting products? = [the connecting products used were a jms extension tube with a bd syringe.] If possible, please can you also send the connecting product/s to assist our investigation? = [sorry, the products are not available for return.] Please can you confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? = [there are no visible defects to the device.] Please can you confirm if the connecting product has a luer slip or luer lock connection? = [the connecting product has a luer lock connection.]